Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device door roller was missing. The device was returned to the biomedical department with a note that stated, damaged. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. No additional information was provided.